Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 3b endoleak. The even is mostly device related but the cause of this event could not be determined with the medical records available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: conclusion code: remove code 11. Device code: remove code 1354.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a type 3b endoleak with sac growth was discovered. A secondary procedure was completed. The physician elected to perform a non endologix aui and presumed femoral femoral bypass. The patient was reported as doing well. As of the date of this report, there have been no additional patient sequelae reported.